Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the implant procedure, the lead had oversensing when connected to the device. The physician could not pro gram around the oversensing for the lead. The lead was removed and a different lead was implanted instead. No patient complications have been reported as a result of this event.